Event description:
An aneurx aortic cuff stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there were type 1 and type 2 endoleaks noted post implant of the aneurx stent graft. It appears the type 1 endoleak was treated with aorto-uni-iliac stent graft approximately 2 years after the aneurx cuff was implanted. The type 2 endoleak was treated by coil embolization soon after the aneurx implant. No additional information was provided, and the patient outcome was not reported.